Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to clinic after receiving a patient alarm for high, out of range, pacing lead impedance. High capture threshold was also noted. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 50.7-51.2cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at this location.